Event description:
Event description guidant received information that the chronic competitive ventricular lead had high threshold values and thus, was removed and replaced. However, the thresholds on the newly implanted guidant lead also increased, causing a loss of capture. It was noted that the high thresholds were a result of a patient condition and no adverse patient effects were noted.